Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an audio error. The device was in clinical use at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
The device was out of warranty and the customer has not responded to the price quote of the repair.